Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 211 and blood glucose was 443 mg/dl. Customer reported that blood glucose was high due to taking steroids. Troubleshooting was performed and customer was educated on calibration procedures.